Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with vancomycin (500 mg, once a day intraperitoneally) and amikacin (250 mg, once a day intraperitoneally) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.